Manufacturer narrative:
Correction: for the initial file submitted for 8030665-2024-00295, the g.3. Date should have been 3/11/2024.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and a wbc count of 2644/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Based on the culture results, the cause of this infection was more than likely touch contamination during pd therapy; however, the outpatient clinic could not confirm the exact source at the time of follow up. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages, frequency and durations unknown) to address this infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The reported cause of this event included a probable break in aseptic technique during pd therapy as evidenced by the presence of a microorganism in effluent culture that is part of the normal flora of human hands and skin. Though the exact cause of this adverse event cannot be determined, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and a wbc count of 2644/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Based on the culture results, the cause of this infection was more than likely touch contamination during pd therapy; however, the outpatient clinic could not confirm the exact source at the time of follow up. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages, frequency and durations unknown) to address this infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to a pd patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and a wbc count of 2644/mm3. The patient was diagnosed with peritonitis due to unknown etiology. Based on the culture results, the cause of this infection was more than likely touch contamination during pd therapy; however, the outpatient clinic could not confirm the exact source at the time of follow up. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime (dosages, frequency and durations unknown) to address this infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge to home. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home post-discharge.